Event description:
Additional information reported there was noise on the lead with multiple inappropriate shocks. Lead fracture was suspected. The lead was explanted and replaced.

Manufacturer narrative:
Evaluation summary: proximal conductor fractured; full lead in segments returned and analyzed. Other: additional information reported there was noise on the lead with multiple inappropriate shocks. Lead fracture was suspected. The lead was explanted and replaced. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Lead conductor, device was out of specification in a manner that relates to event, interference, lead(s), fracture of, shock, inappropriate.